Event description:
Post deployment of a 26mm sapien valve in a final 50:50 position, the patient became hemodynamically unstable. Transesophageal echocardiogram (tee) indicated a small leak in the annulus. A second valve was deployed 60:40 ventricular in an attempt to contain the leak. Following deployment of the second valve, aortography indicated a persistent leak. The patient was placed on bypass and the persistent leak was surgically repaired. At the time of this report, the patient was awake and alert. The patient¿s native annulus measured 22.6mm by tte and 29.3x20.6mm by CT with moderate native valve calcification and mild root calcification.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture is unknown. Patient factors (severe aortic stenosis, and advanced age), in addition to the procedure itself, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.